Event description:
New information received indicated that post-paced t-wave oversensing issue remained. The device was reprogrammed and remains implanted.

Event description:
It was reported that post-paced t-wave oversensing was observed on an asymptomatic patient via a merlin.net transmission. The oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.